Event description:
I had been getting a mild burning smell from my CPAP machine for several weeks before (B)(6) 2023, but on that night it got much worse. After being unable to sleep, I got up with a massive headache and dizziness, the feeling of being poisoned. I changed the CPAP tube, and the burning smell went away. I informed my CPAP supplier, (B)(4), about the issue. Note that this same problem happened twice (B)(6) 2023), with two different heated tubes by the same manufacturer. One on occasion, I believe in (B)(6) 2023, (B)(4) requested I return the tube to them, which I did. I never heard back from them whether they found a defect. Sunset heated CPAP tube for dreamstation. Reference report: mw5154738.